Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 34mm amplatzer septal occluder was selected for implant on(B)(6) 2024 using a 12f amplatzer trevisio intravascular delivery system to treat an atrial septal defect (asd). The diameter of the asd was measured at 27x30mm. The inferior and posterior rims were more than 5mm. The patient had a small superior rim and no aortic rim. The patient's activated clotting time (act) level was 248 seconds at the start of the procedure. During the procedure positioning was difficult and the occluder was partially re-captured multiple times. The occluder was fully re-captured and removed from the patient and deployed to confirm the occluder was still firmly attached to the delivery cable. The occluder was washed with heparinized saline. The occluder was re-loaded and re-inserted into the patient. During deployment a clot was noted on transesophageal echocardiogram (tee) while the left disc of the occluder was partially deployed. It was unknown if the clot was attached to the occluder, or the tip of the delivery sheath, or in-between both devices. Later in the procedure a thrombus was noted in the left atrial appendage (laa). It was unknown if it was the same clot that was previously noted or if a new one had formed. The procedure was aborted. Five 500 units of heparin was administered throughout the procedure. The patient's act at the end of the procedure was 300 seconds. The patient was hospitalized for monitoring and prescribed anticoagulants for the next 6 months. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of patient device interaction problem (thrombosis), positioning problem, and thrombosis was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no other complaints reported from this lot. The provided imaging was reviewed by an abbott clinical engineering manager. Based on all available information, a cause for the reported patient device interaction problem (thrombosis), positioning problem, and thrombosis could not be conclusively determined. The reported unexpected medical intervention and hospitalization were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.